Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 400 mg/dl. Elevated bgs were treated by administering boluses with the pump. Customer's contact will be in contact with the customer's healthcare provider regarding diabetes management while using the pump.